Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was spinal pain indications. The patient reported in december; they noticed how long it takes to connect to the pump to bolus increase from 30 seconds to 3 minutes. The patient confirmed they are able to connect to the pump, but the connection is stopping at 90% and staying there for quite a while. The agent reviewed how to clear data from the handset and the patient was able to successfully clear the data and connect quicker than before. The troubleshooting steps that were taken on the call resolved the issue.